Event description:
The patient further reported that they had no stimulation and got lightning strikes. It felt like a taser into spine. It was indicated that the lightning strikes had happened in the past once when she was on the couch and twice while walking and once while standing with nephew. They turned off the stim and since then they have had a break through pain. They had gone through four surgeries since they got the two devices and do not want go through another.

Event description:
A patient reported approximately 3 years ago they received their 2 implant. The implant functioned well for the first two years, then the patient reported there were times when implant sent no stimulation and other times when it sent "lighting of electricity" that left the patient completely helpless because of the intense pain. The patient began to have increased bladder pain as the unit steadily decreased in function. The patient began taking increased pain medication but it did not help with the pain. The patient reported they had a great deal of suffering. The patient's healthcare professional (hcp) has relocated and the patient is no longer n established patient. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a patient. It was reported the patient's device was defective. The patient had checked the programmer's settings but made no changes, except for changing the batteries and calling patient services. The lightning strikes continued so they contacted a manufacturer representative (rep) who told them the unit was probably defective and would need to be replaced. No falls or accident or anything else preceded the unit's failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported that they spoke with a manufacturing representative and they were told to turn the device off until they could arrange to have it replaced.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient indicated that they device produced "lightning strikes" more than a year prior to the report. They were so profound that the patient had to turn off the device. As a result, this caused a profound onslaught of suffering, multiple doctor appointments, experimentation with hard pain medications, a complete cessation of all activities, financial loss, and more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.